Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has normal operating currents, the insulin pump was monitored and no unexpected battery out limit alarms occurred during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated he dropped it after the alarm and the buttons were not responding and he could not clear the alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.